Manufacturer narrative:
Failure analysis noted that the pump operating currents are within specification. There was no battery out limit alarm. The pump had constant motor error alarm during rewind due to motor encoder out of phase. They were unable to confirm the motor position encoder error alarm due to the motor error alarm. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and motor position encoder error alarm . The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The motor error alarm was received during rewind. The customer treated with a manual injection. The drive support disk was normal and the pump was not exposed to high magnetic field. The pump also received a battery out limit alarm. The device was returned for analysis.